Event description:
It was reported that the patient underwent a revision surgery of the left knee due to loosening, approximately two (2) years post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical devices: oxf twin-peg cmntd fem lg item# 161470 lot# 933250, oxf anat brg lt lg size 3 PMA item# 159554 lot# 151740, biomet bc r 1x40 us item# 110035368 lot# 915eak1907, biomet bc r 1x40 us item# 110035368 lot# az48ck2305. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, d6, h1, h2, h10 investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10 radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial anatomic alignment of the left knee medial unicompartmental arthroplasty with subsequent development of osteolysis along the tibial implant and finally tibial implant loosening and slight subsidence. Subsequent left knee arthroplasty revision with anatomic alignment. A definitive root cause cannot be determined further to the radiograph review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.